Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cassette not attached properly" alarm was recorded. Functional testing included use testing. The pump was powered on and was working properly and no alarm was able to be duplicated when infusing or latching a cassette onto the pump. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.